Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the piston on the insulin pump does not work and insulin squirts out of the pump during manual prime. The customer's blood glucose level was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test and the pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, or no delivery tests due to the prime anomaly. The pump had minor scratches on the display window and a missing end cap sticker.